Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with vancomycin injection (1gm, once in every 5 days) and amikacin injection (500mg, once daily) for peritonitis. The next day, the patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and recovered from the event. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.